Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father called in to report multiple motor error alarms and that the insulin pump was not delivering insulin. The customer's blood glucose level was 470 mg/dl. The caller was able to rewind the device. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The pump passed the operating currents, off no power, unexpected restart error and self tests. However, the pump was unable to prime during the prime test and gave a motor error alarm during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and a missing end cap sticker.